Manufacturer narrative:
Lot number and expiry are not available at this time. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that the patient had a normal red blood cell exchange session and was discharged after the procedure. The customer received a call later that the patient started bleeding from the site of access route insertion which was attended to in her hospital of admission. The patient expired the next day. Patient identifier and age are not available at this time. The exchange set is not available for return for evaluation. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.10 and corrected information in b.3. Investigation: the customer provided photographs of the procedure and end of run summary screens. The photos confirmed the procedure was completed and rinseback was not performed. There were several alarms during the procedure for replacement fluid not detected. The ac infusion rate was 0.8 ml/min/l tbv. The patient's final fluid balance at the end of the procedure was 100%. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The run data file (rdf) was analyzed for this event. The signals in the rdf indicate that the spectra optia system operated as intended. Based on terumo bct internal medical review conclusion, the spectra optia performed as intended, there were no suggested device failures, malfunctions, mislabeling, improper or inadequate design or manufacturing errors, nor was there any reported user errors that contributed to or caused adverse events. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for the patient death could not be determined. Possible causes include but are not limited to: * an undisclosed medical condition * an unknown event that occurred to the patient that led to death.

Event description:
The customer reported that the patient had a normal red blood cell exchange session and was discharged after the procedure. The customer received a call later that the patient started bleeding from the site of access route insertion which was attended to in her hospital of admission. The patient expired the next day. The final customer indicated they were unable to provide any further information. The exchange set is not available for return for evaluation. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Event description:
The customer reported that the patient had a normal red blood cell exchange session and was discharged after the procedure. The customer received a call later that the patient started bleeding from the site of access route insertion which was attended to in her hospital of admission. The patient expired the next day. Patient identifier and age are not available at this time. The exchange set is not available for return for evaluation. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer provided photographs of the procedure and end of run summary screens. The photos confirmed the procedure was completed and rinseback was not performed. There were several alarms during the procedure for replacement fluid not detected. The ac infusion rate was 0.8 ml/min/l tbv. The patient's final fluid balance at the end of the procedure was 100%. The lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Investigation is in process. A follow up report will be provided.